Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2026, the patient experienced diabetic ketoacidosis (dka) and was admitted to the hospital. The dexcom g6 appeared to show normal readings, making it seem as though everything was fine; however, the values were inaccurate with a bg reading over 30.0 mmol/l. At the time of the report the patient was good. No other details were documented. Dexcom technical support attempted to follow up with the patient to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.